Event description:
The patient stated that the pump displayed the loss of prime warning about 2 months ago but would not clear. After the reported issue occurred, the patient reportedly obtained a 470 mg/dl blood glucose result and had symptoms of feeling very sick and thirsty. The patient did not check for ketones. The patient self treated with an insulin injection and changed out the infusion set and infusion site. Her blood glucose responded and it went down to 180 mg/dl. The patient was unsure if the cartridge cap was loose at the time but stated that there were no alarms in the history on that day. The patient indicated she changed the battery earlier in the day and completed a full rewind, load, and prime steps. This complaint is being reported because the patient allegedly developed elevated blood glucose levels after she was unable to clear the loss of prime warnings on the pump.

Manufacturer narrative:
The pump was returned to animas for eval and evaluated. The pump performed the rewind, load, and prime steps successfully with no alarms and the pump was exercised for 24 hours with no loss of primes occurring. A loss of prime was induced and the pump gave an audible and visual alert. In conclusion, there were no defects found with the pump.